Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had hip replacement surgery 15 years ago. Patient underwent revision surgery on (B)(6) 2016 for fracture. Revised metal liner. Replaced with lineage ceramic liner and another company's stem. Additional information on 1/11/2017 states that the stem was fractured.